Manufacturer narrative:
D4. Catalog: unk_smart touch unidirectional sf. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool smarttouch sf catheter and the patient experienced cardiac perforation/coronary artery dissection that required a pericardiocentesis and surgery. Patient also had evidence of neurological damage likely from hypoxia (hypoxic encephalopathy). A cardiac perforation occurred during the procedure. When using the optrell catheter in the body for mapping, the patient's blood pressure "bottomed out" during the case. Some prior ablation had been done using the ngen generator. The blood pressure dropped about 10-12 minutes after the last ablation lesion. A pericardial effusion was noticed and confirmed using intracardiac echocardiography (ice). A pericardiocentesis was performed but did not work. The patient's chest had to be opened for surgery in the ep lab. In surgery, it was noticed that the patient's circumflex artery was dissected. The surgeon repaired the dissected artery. The patient was put on extracorporeal membrane oxygenation (ECMO) and likely would not be waking up. During the surgery and when testing the patient for neurological symptoms, the patient's pupils were noticed to be fixed and dilated. The patient likely did not have enough perfusion to her brain for a while. The last-known patient status was critical. Additional information was received. Patient is in critical condition, with extreme neurological deficits. Patient required extended hospitalization due to thoracotomy (to attempt to stop the bleeding from the perforation) and was unable to be removed from intubation. Physician believes that the left ventricle (lv) was perforated during either ablation or mapping which lead to the circumflex artery being dissected. It is unclear what happened, when reviewing the carto timeline there were no clear indications as to what caused the perforation. There was no evidence of steam pop. Transseptal was performed with vizigo wire and a bovie. No error messages observed on biosense webster equipment during the procedure. The flow setting was smarttouch sf settings 2ml/15ml high flow. Correct catheter settings were selected on the generator. No issues with flow rate change at the start of the ablation.